Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-08786 /-08800).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to unknown reasons. Subsequently, patient underwent a revision of the constrained liner on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient had a closed reduction approximately three years post-implantation due to dislocation. The patient was subsequently revised 5 days later due to recurrent dislocation. The modular head was revised and a poly bearing was implanted.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-08786 & 08799 / 08800 & 09041 / 09043).

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2011. Subsequently, the patient underwent revision procedures on (B)(6) 2014 and (B)(6) 2014 due to dislocation. Patient underwent a further revision procedure on (B)(6) 2014 due to recurrent dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant products- m2a-magnum 42-50 tpr insrt std catalog 139256 lot 705190, m2a-magnum pf cup 56odx50id catalog us157856 lot 648020; echo femoral 12x14 catalog 192012 lot 963430. Reported event is confirmed based on op notes of the closed reduction procedure. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.